Manufacturer narrative:
The representative later reported that the physician elected to replace the whole unit. The noise could not be recreated and the physician did not wish to risk this issue happening again. A new rate/sense lead was implanted but the chronic lead remains for defibrillation. A return request was made for the these products. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon return to our (B)(4) laboratory the device underwent detailed analysis. Microscopic visual inspections noted a hole in the ra+ seal plug. No other irregularities were observed. All the seal plugs were intact and all the setscrews moved freely. The device was put through and passed a series of automated diagnostic testing. Although analysis testing could not confirm the reported noise or oversensing issue the hole in the ra+ seal plug may have contributed to the noise issue. The device meets specification, electrically.

Event description:
Boston scientific received information that this device dependant patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had syncopal episode. This episode lasted for 12 seconds due to noise that was oversensed on the defibrillation lead which resulted in pacing inhibition. This noise was on the rate/sense and shock channels. This noise was not reproducible with isometrics and did not appear to be related to electromagnetic interference. In addition, two abnormal pacing morphologies were noted just prior to the end of charge and just post divert. The patient suffered bruises across their entire face. Technical services discussed further troubleshooting. This patient does use a CPAP machine but not during the time of the episode.

Event description:
--